Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/29/2015 with the following findings: multiple loss of prime warnings eaw (B)(4) observed in the b/box with zero force. Load step malfunction was not duplicated during investigation. Force calibration failed at 167. Force sensor removed and tested- resistance value was found to be in specifications. Moisture observed in the battery compartment. Leak test failed due to a crack alongside the battery compartment. Opened pump- moisture observed on force sensor and on pcb (see attached picture). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).